Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0129225. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time.

Event description:
It was reported that a syringe 5ml saline fill china sp had a missing label during use. The following was reported by the initial reporter: "on (B)(6) 2021, at 21:30, the infusion for patient in bed 79 was completed, and it was flushed with the bd flush. It was found that the flush have no packaging and label."